Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery cap was lost when changing battery. Customer's blood glucose was 487 mg/dl due to taking steroids for asthma. Customer was advised that battery cap would be replaced.